Manufacturer narrative:
H3 other; h6 codes b22, c19, d14: the physician reported to gore that "the viabahn device does not work for the treatment of popliteal arterial aneurysm", that "the viabahn device occludes in some period of the time" and that "the radial force of the viabahn device is not insufficient". The reported information indicated a potential device malfunction. Therefore, an initial report was submitted in abundance of caution. Gore has requested additional information from the physician, such as the date of the incident(s), serial number(s) of the involved viabahn device(s), details of the procedure(s) and the incident(s), and image series of the patient(s). No additional information has been obtained. Unique device identification number(s) were not provided; therefore the manufacturing date(s) and/or production details cannot be determined. Neither clinical images enabling direct assessment of product performance nor the product(s) itself were returned for evaluation. Neither harm to patient(s) nor a specific patient case(s) were reported to gore. The complaint was reassessed and classified as general product feedback. The available information no longer meets the definition of a reportable incident and is therefore reported as a non-reportable incident.

Manufacturer narrative:
A1: no patient specific details have been provided. Therefore, the patient identifier reflects the case number. A2, a3, a4: age, gender and patient weight were requested, but remained unknown. C1: cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. H6 codes b14, c20: the serial number remains unknown; therefore, a review of the manufacturing records could not be performed. H3 other; h6 codes b22, c21: the location of the device is currently unknown; therefore, a device evaluation could not be performed. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following information was reported to gore: on (B)(6) 2024, physicians complained that the gore® viabahn® endoprosthesis with propaten bioactive surface (viabahn device) does not work for the treatment of popliteal arterial aneurysm. According to them, the viabahn device occludes in some period of the time. Also, the radial force was reported to be insufficient.